Event description:
It was reported that the patient reported to the hospital complaining of not feeling well. It was found that the device was at elective replacement indicator (eri) and had switched to vvi65 mode. Premature battery depletion was suspected. It was also reported that there was an infection. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Elective replacement indicator (eri) due to high battery impedance was recorded on (B)(4) 2013 prior to explant. Ramware ver.8 was installed on (B)(4) 2010. This device was included in that field action, and returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 5554-45 implantable pacing lead 2008 (B)(6); 5076-52 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
Further information indicates that the infection was not related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.